Event description:
The lay user / patient contacted lfs on (B) (6) 2010, alleging an unspecified error message on her one touch ultra meter. The patient mentioned that the alleged issue started a week and a half ago around 3:00pm. She did not take any medication after attempting to use the meter. She did not exhibit any symptoms at the time of testing. The following day at 4:00am, she felt shaky. She did not seek any medical attention or contact her physician for assistance. The patient was unable to further troubleshoot since she ran out of testing supplies. The meter was replaced. The complaint is being reported since the patient alleged that since she was unable to test due to the alleged issue, she developed symptoms suggestive of hypoglycemia the following morning.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.